Manufacturer narrative:
(B) (4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgery time was extended during an ladg. The generator displayed an error code. They also reported that the handpiece would not work. There was no injury to the patient.